Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material under the light guide (lg) lens could not be identified and a definitive root cause of the issue was determined, however, it is likely that the adhesive around the lg lens peeled off due to physical stress such as hitting the tip of the scope or dropping the tip, or chemical stress from the chemical solution used, allowing moisture to enter the lg lens, causing corrosion. Because the foreign matter was attached to an area other than the outer surface of the scope, it was not possible to remove it through reprocessing. The event may be detected by following the instructions for use sections below: evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the duodenovideoscope forceps got caught during insertion. The issue was found during preparation for use in an unspecified diagnostic procedure, which was completed using a similar device without delay. There was no injury to the patient. The actual date on which the event occurred is unknown. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the inside light guide lens was dirty. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found the customer's allegation was not confirmed. Also, the evaluation found the following: the electrical connector was corroded. The bending section cover adhesive was broken. The light guide lens was broken. Charged-coupled device lens had scratches. Waterproof failure due to the broken channel tube. The aspiration quantity was out of standard due to the broken channel tube. The angulation in the right direction was out of standard due to the worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.